Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Customer treated with a bolus. Troubleshooting found that the customer has been working with their doctor to make changes to the pump and the settings. Customer declined high blood glucose troubleshooting. No further details given.